Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during use of the device for the infusion of insulin, the patient noticed that the plastic cannula was kinked. According to the patient's mother, the patient's blood glucose levels were affected by the interruption in insulin therapy; however, the exact figure was unknown. The mother of the patient reported that the patient replaced the infusion set and delivered a correction bolus to resolve their high blood glucose. No permanent adverse effects to patient reported.